Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of air in line issues. A review of the event history log identified the multiple presence of 'air in line!' Alarms. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had air in line issues. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.